Manufacturer narrative:
The customer performed an ise check with acceptable results and a precision check with an invalid result. The field service engineer (fse) checked the proper placement of electrodes, the reference line and the sample flow path for air leakages. He also checked and cleaned the liquid waste path and the sipper lines. He found a loose screw in the dilution vessel and removed it. The fse then performed a precision check with acceptable results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ise indirect gen.2 na results for two patients tested on a cobas 8000 cobas ise module. The questionable result was not reported outside of the laboratory. Sample 1 had an initial sodium result of 182 mmol/l, with a repeat of 152 mmol/l. Sample 2 had an initial sodium result of 162 mmol/l, with a repeat of 146 mmol/l. The sodium electrode lot number and the expiration date were requested but not provided.